Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracic surgery (vats) lobectomy surgery, at the first firing, the device was approached to the right lobe and it was attempted to be fired but it did not fire. The event occurred during the procedure but the product was not used on the patient. The procedure was completed with another device. There was no patient injury.